Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8351937. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated and caused ineffective stimulation. Surgical intervention was undertaken on an unknown date during which the patient's system was explanted to address the issue. It is unknown which lead migrated.